Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. Additional information noted that another inappropriate shock was seen involving this system. It was decided to explant the system. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Although laboratory analysis could not reproduce the clinical observations, investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the 'describe event/problem' field for more information regarding the specific circumstances of this event.

Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. Additional information noted that another inappropriate shock was seen involving this system. It was decided to explant the system. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. Additional information noted that another inappropriate shock was seen involving this system. It was decided to explant the system. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock was delivered involving this device and electrode. Artifacts were seen and high shock values were reported post shock delivery. The patient was going to be admitted to the hospital for an x-ray. A review of the device data by technical services (ts) suspected a possible sense b node sensing issue or the suture sleeve covering the sense b node. Ts discussed reproducing the signals to rule out electrode integrity damage. Ts also noted that if artifacts in primary sensing vector can be recreated, the secondary sensing vector should be observed for similar artifacts. If no noise/artifacts are seen in secondary sensing vector, the secondary vector should be kept as a permanent sensing vector. At this time the system remains implanted. No adverse patient effects were reported.